Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR "data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined." H2 correction h6 investigation conclusion - correction.

Event description:
Data analysis will not confirm the alleged complaint or determine a probable cause for event date (B)(6) 2025. Additionally, data analysis confirmed sensor error on (B)(6) 2025. The probable cause was determined to be sensor noise occurring for 00:25:00.

Event description:
It was reported that a wearable failure had occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient mentioned that she was sent to the hospital because she almost had a diabetic ketoacidosis and blamed the sensor since the sensor failed and she wasn't able to see the readings. She uses tandem tslim in modified closed loop. From the moment that the sensor failed, she felt not fine and when she did a fingerstick it showed that her reading was 600mgdl. So she remove the sensor and immediately call an ambulance. During at the ambulance, she was checked by the paramedics and her reading shows a high reading but she doesn't remember what reading is. She was treated with insulin shots of zofran and humalog (she doesn't remember how many units of insulin she was given). After 3 hours on staying at the hospital she was released since her readings subside and she felt okay. She was informed that she was almost had a dka. She doesn't remember anymore what reading she had after taking insulin / being treated or before she was released, but she confirmed that she was not using a dexcom during at the hospital anymore since she didn't bring any. Her friend picked her up from the hospital to go back to her house. She was fine during the report. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.